Event description:
We received a complaint from singapore on (B)(6) 2026 (registered under cpt-4754) reporting that the in/out set screw has a thread that came off from the set screw and cut the nurse and pierced through her gloves. The surgeon tighten the set screws and loosen it again, when it was passed back to the nurse the thread just cut through the nurse's gloves and cut her finger. We report the case to the FDA because this product is marketed in the us.

Manufacturer narrative:
The CAPA "CAPA-2026-0014" has been opened to identify the root cause and implement the necessary actions. Estimated timeline to identify the root cause is (B)(6) 2026.